Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Functional testing was performed using an oxygen supply set at 55 psi with 100% fio2 and standard ventilator settings over a duration of 30 minutes. Tests included an exhalation backup test, an auto-cal valve system test, and an internal inspection of the tubing, connectors, and flow screens. During functional stress testing, continuous low tidal volume alarms were observed, but no additional faults were identified. The internal examination of the tubes and connectors revealed no signs of damage or defects. The flow screens will be replaced as a precaution. The device passed all testing, was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the unit failed and would not put out pressure in bl or ac mode. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.